Event description:
It was reported that this right ventricular (rv) lead, cardiac resynchronization therapy defibrillator (crt-d), and a non-boston scientific right atrial (ra) lead exhibited oversensing of noise that resulted in delivery of inappropriate anti-tachycardia pacing (atp). The duration of pacing inhibition was unable to be determined during review of the stored episode. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead, cardiac resynchronization therapy defibrillator (crt-d), and a non-boston scientific right atrial (ra) lead exhibited oversensing of noise that resulted in delivery of inappropriate anti-tachycardia pacing (atp). The duration of pacing inhibition was unable to be determined during review of the stored episode. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the patient underwent an unrelated procedure that involved the use of electrocautery. The procedure correlated with the stored episode.